Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Proper intended use of the implant is described in the instructions for use.

Event description:
Implant fell out of patient's mouth three months before a chance of prosthetic restoration. Stability and osseointegration was not achieved. X-ray was taken and confirmed implant was missing.